Manufacturer narrative:
Correction to g2 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation was: - the printed circuit board - error e03 a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the panel lights off and e03 occurred due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit, exhibited a blackout malfunction after software repair. The issue occurred during the inspection for use. There were no reports of patient harm.